Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with chronic loss of capture from their atrial lead. An attempt was made to reposition the lead on (B)(6) 2021, but there were difficulties extending and retracting the helix due to scar tissue. Lead had sustained procedural damage to the insulation due to the difficulties. The lead was then explanted and replaced. Patient was stable after the procedure.